Event description:
The pt was a c4 tetraplegic and on a ventilator from a fall two months prior to the event. On the day of the event at the request of the family the respiratory therapist (rt) deflated the tracheostomy cuff and place a passy-muir tracheostomy and ventilator swallowing and speaking valve to allow the pt to more easily speak to his family prior to their departure to airport. The rt left the pt's room to allow for private conversation. After a short visit pt's family left. A night shift charge nurse entered the pt's room and the pt asked that rn to re-inflate his tracheostomy cuff, which was done while the passy-muir speaking valve was still in-line with the ventilator circuit. The pt's primary rn arrived moments later and noted the pt had a very low blood pressure and ventilator alarming. An additional nurse arrived to help as well. None of the three nurses recognized the presence of the pass-muir speaking valve within the ventilator circuit. The rt was alerted, immediately removed the passy-muir valve/ventilator, and began manual ventilation with ambu bag to trach - 100% o2. Unfortunately pt had cardiac arrest and resuscitation efforts were unsuccessful.

Manufacturer narrative:
Based on the info reported by the user facility, there was no device malfunction on the part of the passy-muir speaking valve. The user did not follow the MFR instructions stating that the tracheostomy cuff must be completely deflated when the passy-muir valve is in place. The adverse event occurred due to user error. As the MFR of the passy-muir valve, we take special care to package every valve with a comprehensive clinical instruction booklet, pt handbook, and caution labels. The caution labels are brightly colored and designed to be placed on the tracheostomy tube pilot line where the cuff is inflated/deflated as well as at the bedside or on the pt's chart.